Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that high, out of range, pacing lead impedance and high capture threshold were observed on the right ventricular (rv) lead. The lead was explanted and replaced. The patient was discharged.

Manufacturer narrative:
Clavicle crush was noted at 36.6 ¿ 37.4 cm from the distal tip. The outer coil was fractured. This is consistent with the observation from the field of high lead impedance and inadequate capture.